Manufacturer narrative:
Follow up information was received on 20-oct-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we can not exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. Both events are anticipated in the reference safety information for essure. Pelvic pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding") in a 31-year-old female patient who had essure (batch no. 72516786) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, asthma, gerd and dysfunctional uterine bleeding. Concomitant products included levonorgestrel (mirena) from (B)(6) 2014 to (B)(6) 2015 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2015 to (B)(6)t 2015 for birth control. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced acne cystic ("cystic acne"). In (B)(6) 2015, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), migraine ("migraines") and headache ("headaches"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"), alopecia ("hair loss"), rash ("rash") and weight increased ("weight gain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), arthralgia ("joint pain"), hypersensitivity ("allergic reaction"), mood swings ("mood swings") and allergy to metals ("allergic or hypersensitivity reaction type: nickel"). The patient was treated with surgery (da vinci assisted total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, fatigue, dysmenorrhoea, alopecia, migraine, acne cystic, rash and weight increased had resolved and the arthralgia, hypersensitivity, mood swings, headache and allergy to metals outcome was unknown. The reporter considered acne cystic, allergy to metals, alopecia, arthralgia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporters added and patient demographic updated. Concomitant disease, laboratory test date, concomitant drugs were added. Updated suspect drug indication and lot number. Added events abnormal bleeding (vaginal, menorrhagia) , allergic or hypersensitivity reaction type: nickel, rashes or skin conditions type: cystic acne, migraines / headaches, dysmenorrhea (cramping), weight gain and hair loss. Updated events and onset dates. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 06-sep-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for permanent contraception. On (B)(6) 2014, she had an hsg (hysterosalpingogram) test that confirmed satisfactory placement of both essure and full occlusion of both tubes. Sometime after the procedure, the plaintiff began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, and excessive bleeding, severe pelvic pain, and back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, unwanted pregnancy, and fatigue. She reported to her healthcare provider that she was experiencing severe pelvic pain, joint pain, painful intercourse, mood swings, fatigue, allergic reactions and abnormal bleeding. On (B)(6) 2016, she underwent a hysterectomy and salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and abnormal bleeding (seen as genital haemorrhage). Plaintiff underwent a hysterectomy and salpingectomy. Both events are listed in the reference safety information for essure. Pelvic, back, abdominal and uncharacterized pain may occur with essure therapy. Also, abnormal genital bleeding and menses pattern changes may occur. Considering the information received for this case, the lack of alternative explanation and the events' nature, a causal relationship between them and essure cannot be excluded. This case was regarded as incident, due to the required intervention. Additionally, non-serious events were reported. Further information will be obtained through the litigation process.